Event description:
It was reported that the pump was emitting call service alarms. The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged. Contamination was observed on the force sensor. Unrelated to the event the display was found to be faded; 2531779-03/24/2010-003-r.